Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had over-sensed noise resulting in inappropriate store atrial tachy response (atr) episodes. Technical services recommended an in-office follow-up to evaluate the integrity of the leads. At this time, the device, non-(B)(6) ra and right ventricular (rv) lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).